Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for cardioversion. During device interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced. All electrical measurements were stable. The physician elected to reprogram the device. No patient symptoms were reported. The patient would continue to be monitored.